Manufacturer narrative:
(B)(4). The analysis found that device (a) was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device (b) was returned in good visual conditions and with a blue cartridge present. Upon further inspection, it was noted that the cartridge deck and one piece sled were damage. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition, the reload was noted to be damaged at distal end. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic low anterior resection there was a problem with two devices. The first firing of the first device was fine, however on the second firing across low rectum the device locked out after the second stroke. He used the reverse mechanism, retracted the blade and removed the stapler from the tissue. There were 3 malformed staples in an area in which he crossed the 1st staple line. The resistances in crossing the staple line made it feel like it was a lock out. Upon inspection of the reload, it was not locked out. Due to surgeon concern, another device was opened for the last firing. The second device fired normally but the there was a malformed staple at the distal end of the staple line. He did cross the previous staple line and this was a migratory crotch staple that the knife picked up en route to the distal tip. No bleeding or leakage was present, however, the surgeon decided to over sew the staple line for reassurance. The surgeon requested devices be sent for evaluation. There was no adverse consequence to the patient. Procedure delayed by 15 minutes.